Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during use. It was indicated that the home patient (hp) was not connected in prime and they restarted therapy with empty supply bags. The technical service representative (tsr) advised the caller to end therapy on the cycler and either start over with new supplies or use manual exchange to complete therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.